Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the hospital due to not feeling well. It was noted the patient was in chronic atrial fibrillation with a heart rate in the 40s. A device evaluation was performed and this rv lead was not capturing or sensing and had impedance measurements of >2500 ohms. By review of the daily measurement log the impedance changes occurred early last month. A chest x-ray was done but no visible issues with the lead were noted. Surgical intervention was performed and this lead was surgically abandoned and a new rv lead was implanted. Once this lead was detached from the generator the field representative evaluated it on the pacing system analyzer (psa) and lead impedances measured >3000 ohms with no sensing and no capture noted. At this time, the physician elected to change out the device as well as it only had 1.5 years remaining longevity. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.